Event description:
Pin hole leak in drain line tubing of homechoice set. Pt noted leak in drain tubing during prime, prior to connection, and discarded set. Pt did not use set and reports no injury or medical intervention.